Event description:
It was reported that after the procedure was complete, the device was set aside. When the account attempted to dispose of the device, the battery pack had heated up. There were no adverse consequences associated with the event.

Manufacturer narrative:
The device has not yet been returned to the manufacturer for investigation. When the device is received, a quality investigation will be performed and a follow-up report will be filed.